Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The customer's reportable malfunction was not confirmed. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the visual of the scope went out on the monitor of the video system center. They tried resetting the connector into the unit but that did notreturn visuals, the only way to obtain visuals was to turn the unit off and turn it back on. They tried multiple scopes and different connectors but had thesame issue with no visuals until unit was completely turned off and turned back on. The issue occurred during preparation for use prior to a therapeuticprocedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the initial allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.